Event description:
Therapist set up electric stim - while slowly turning up the intensity of the stimulation. Pt experienced brief painful shock at the shoulder. Therapist turned off the machine, channels were checked & therapist started to adjust intensity for channels. Pt again experience a shock at the shoulder.